Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Healthcare professional reported for left side "patient with diagnosis of arthritis rheumatoid presenting symptoms compatible with asia syndrome¿ which is not device related. Also reported "signs of intracapsular rupture." Treatment on both sides included : methotrexate, hydroxychloroquine and duloxetine. Device has been explanted.